Manufacturer narrative:
It was found the xhibit central station had lost its license. Spacelabs healthcare technical support worked with the field service engineer to resolve the license issue and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reactivating the license resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported the failure via the field service engineer, while monitoring patients on a xhibit central station, the central station had lost its license and was unable to continue monitoring patients. There was no patient or user harm associated with this event.